Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot h12l13062 with no issues noted during the manufacturing process. A review of all batch record documents was performed on potentially associated lot h13a09012 with no issues noted during the manufacturing process. There was an exception noted for the batch but does not indicate any issues related to the complaint. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 3 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering.